Event description:
Reporter alleged the customer obtained discrepant blood glucose results of hi (greater than 600 mg/dl) and 172 mg/dl on the advantage system within 10 minutes of a result of 163 mg/dl on the paramedic system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.